Manufacturer narrative:
The device was received for evaluation. The device was found to operate within specification during testing. The reported 'upstream & downstream occlusions are not alarming on this pump across multiple uses, did not alarm or infuse for half an hour, was not reproduced during functional testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegations. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition 'pump did not alarm upstream or downstream occlusion or infuse for half an hour' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream and downstream occlusions across multiple uses and did not alarm or infuse for half an hour during therapy at the infusion department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.